Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of reported unspecified tissue injury was due to procedural conditions. The reported unspecified tissue injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4+. On (B)(6) 2022, a clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets without issue. However, despite re-grasping the leaflets, the mr could not be reduced. A decision was made to remove the cds with the clip attached and abort the procedure. No clips were implanted, and mr is 4+. Then on (B)(6) 2022, imaging showed a linear tear of the posterior leaflet. Since the patient was not symptomatic, additional treatment will not be provided at this time. The patient was discharged the next day and will be treated medically. No other information was provided.